Event description:
Customer reported presence of large air bubbles in the insulin cartridge despite trying various fixes. There was no adverse impact to the customer's blood glucose level. Customer declined a callback, and no further action was taken. No additional information regarding outcomes was available.